Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 0.5ml of [unspecified] juvéderm® volift¿ in ck3 (malar area) and 0.2ml of [unspecified] juvéderm® voluma¿ in tt1. 48 hours (or 72 hours) later, patient experienced inflammatory nodule on ck3. Treatment was provided but not specified. Symptoms ongoing/unresolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00066 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿.

Event description:
Additional information reported patient was also injected with juvéderm® volbella® with lidocaine and juvéderm® volux¿. Symptom has resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.